Event description:
An orthopedic surgeon installed a skeletal dynamics implate/wrist arthrodesis nail on (B)(6) 2012. The same orthopedic surgeon believed that the implate had failed and determined explantation was necessary. Skeletal dynamics was notified of the failure on (B)(6) 2013. Skeletal dynamics made no request to have the implate retained for further inspection. The same orthopedic surgeon explanted the skeletal dynamics implate on (B)(6) 2013. The operative report included the following excerpts. "As I opened up the joint capsule, the implant was easily identified and was found to be loose. The 2 locking screw in the implant to the connector were loose. The intramedullary nail in the third metacarpal was also loose. (Pt) did have metallosis noted in the soft tissues". The health facility that purchased and approved the use of the skeletal dynamics implate denied the pts request to have the device retained and inspected. Skeletal dynamics was notified, by the pt, on (B)(6) 2013. Skeletal dynamics then proceeded to file an MDR. Skeletal dynamics provided the following statement for the MFR narrative, "current info is insufficient to permit a conclusion as to the cause of the event. Review of mfg records demonstrates that all materials met release criteria". Skeletal dynamics failed to respond to pt's correspondence. Skeletal dynamics provided the following statement for the event description, "it was reported that device was removed. It also was reported that pt had work related injury, prior surgery and development of significant physiological changes prior to device implant procedure". Skeletal dynamics provided this statement without a hippa release and in possession of operative report(s). There has never been a determination or statement made by the orthopedic surgeon or any other medical professional that there was/has been a significant physiological change. Skeletal dynamic fabricated the statement for their benefit. Following the explantation surgery, there has been an impairment rating issued for the right upper extremity. The skeletal dynamics MDR dated (B)(6) 2013 device event key (B)(4) MDR report key (B)(4), event key (B)(4), report number 3006742481-2013-00009.